Event description:
Customer reported that their scope started doing a strobe effect with led light. It started working well again after reprocessing. Tried it again today and light went out & image froze when playing with angulations and settings. Button 2 is also getting stuck since day 1. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: type of report: follow up #1. If follow-up, what type? Device evaluated by manufacturer coding changed based on the investigation result. Evaluation summary as a result of the investigation, an abnormality occurred in the image due to an abnormality in the electrical parts or a disconnection of the electric wire due to an external load.